Event description:
It was reported that pt experienced a loss of stimulation. The device would not communicate with either the clinician or pt programmer. The pt underwent an unrelated procedure that involved cautery (3.0v, pw150, ohm unk, rate 130, bipolar, +1, -1). The device remained implanted. No injury was reported.